Event description:
The account stated that the architect i2000 analyzer has generated false negative rubella- igg and false negative rubella igm results on a pregnant patient. The initial igg result was positive, there was no value provided. The avidity test was done and was 3% which indicates a primary infection. The physician then ordered a rubella igm and the result was positive at s/co 3.68. The confirmatory test and the sorin testing for igm were also positive. The physician then resent the patient for retesting. The site then started to retest all the samples that were collected for this patient and noted a mixture of results. The rubella igg was tested three times and two results were positive and one negative. The rubella igm was testing three times and all results were found negative. A new sample was collected from the patient and was tested in duplicate and both rubella igg and igm were positive. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) other: erratic rubella igg and igm results. (B)(4) other: erratic rubella igg and igm results, trigger, pretrigger, buffer sensor straw. The complaint text indicates discrepant rubella igg and igm results were generated on the architect (B)(4).the analyzer had an issue with the reagent 2 wash station buffer pump step loss and the field service engineer (fse) was sent to the customer site to investigate if that issue was the cause of the aberrant results. The fse reported the analyzer was functioning as intended. In the morning, the operator processed a sample in duplicate and received positive rubella igg and igm results. The only patient results that were reported out of the laboratory were the ones that were confirmed. The rubella igg levels were not constant; however, the new sample produced definite positive rubella igg and igm results. The customer is content with the correct results that were reported out of the laboratory. Unfortunately, the instrument logs did not encompassed the date of occurrence; therefore, the issue could not be confirmed by the instrument logs. Based on the available information, no product deficiency was determined. The trigger, pretrigger, reagent 2 wash pump, buffer sensor straw, trigger pump, sample and reagent probes were replaced when field service was troubleshooting the instrument. This issue of aberrant results has not been documented since the instrument troubleshooting.

Manufacturer narrative:
(B) (4) concomitant; rubella igg reagent list unk, lot unkthis is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.